Manufacturer narrative:
Belated evaluation and reporting of this complaint was done during retrospective review as part of CAPA 20-0052 corrective action 6. The device was returned to manufacturer for investigation. After evaluation, the failure of the image turned off during use could not be confirmed. The device was fully functional. On the other hand, at the wire connection, there is a damage area potentially caused by frequent stretching and compression. This damaged connection might impact the image quality. If devices continue to be used further. No indication for a material or manufacturing related issue was found during the investigation. Since the failure could not be confirmed, the cause may be traced to user error such as operating the device with an low battery or failure to check the device before use. The event is filed under internal karl storz complaint ID (B)(4).

Event description:
As reported: the or has placed the imager s in the single use spatula. Then the pocket monitor was put on and switched on. A picture was always visible, and the functional check was thus successfully completed. During intubation, the monitor simply turned off and was black. The battery was always charged and there was a spare battery on the trolley in the charging station. The incident involved a female patient on (B)(6) 2021.